Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual evaluation identified the following : the device had fractured at mid shaft, and the leading threads on the threaded bolt were damaged. Lateral strike marks were present on the knurled portion of the handle. No other damages were noted. Material hardness was conforming to print specifications. The device exhibits wear and tear consistent with use over a potential field age of approximately 18 years. DHR was reviewed and no discrepancies were found. A definitive root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the cup inserter broke. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.